Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After deployment of the closure device the patients blood pressure dropped indicating a pericardial effusion. At this time the physician evaluated the patient using echocardiography and did not find an effusion. They then began evaluating the deployed device utilizing a tug test and found the device was not stable. They recaptured the 27mm device and began evaluating the patient again using echocardiography. A small pericardial effusion was noticed within the transverse sinus. At this time they removed the was and administered protamine. After further evaluation, the physician performed a pericardiocentesis. The patient became stable after a successful pericardiocentesis. The patient was then transferred to the critical care unit where an additional echocardiogram was performed. The patient remained stable and no effusion was noted. The patient did not receive a closure device.